Event description:
It was reported that the insert would not seat and surgery time was extended 30-60 minutes.

Manufacturer narrative:
The affected devices were returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted.